Event description:
It was reported by service report that the cot will not raise fully with patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.